Manufacturer narrative:
Device: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluated by manufacturer? No - lens discarded. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer three piece lens, +16.0 diopter, and the haptic broke off. The lens was cut into pieces to remove and there was no patient injury, no enlarged incision or sutures. The reporter stated the event was due to technician error. The lens was discarded.